Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and tamponade from perforation. The right ventricular (rv) lead suspected of perforation. The lead was repositioned. No further patient complications have been reported as a result of this event.